Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that he was in the emergency room with a blood glucose level of over 800 mg/dl. The customer had changed the site, reservoir, and insulin. The insulin pump was not alarming no delivery. His blood glucose level was treated with a shot of insulin, insulin drip, IV fluids, and infusion set change. He gave himself a shot of 12 to 14 units and his blood glucose level dropped to 42 mg/dl. He was hospitalized on (B)(6) 2017 with a blood glucose level of 785 mg/dl. The customer had a slight diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The infusion set had a bent cannula. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exiting the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies were noted during testing. The drive support disk was inspected and no damage or anomaly was noted. No cosmetic damage was noted during physical inspection.